Manufacturer narrative:
There is no information to indicate that a malfunction occurred. A lot number was not identified, product was not retained for investigation and the log files were not provided for review. Thrombocytopenia is a well-known risk for patients undergoing hemodialysis. Contributing factors that increase the likelihood of thrombocytopenia include patient related diseases and comorbidities such as liver disease, uremia, sepsis, blood loss and the use of anticoagulant therapy. The nxstage one user guide states: risks known to commonly occur during treatment include decrease in platelet count. Managing all elements of dialysis treatment may help to prevent or control potential complications or physiological reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received that a patient with a history of coagulopathy (clotting deficiency) related to liver disease and receiving slow continuous ultrafiltration (scuf) developed bleeding from the exit site of the catheter and other unspecified sites approximately 10 hours into the treatment. The following day the patient was placed on a dialysis system from a different manufacturer. The patient expired approximately 2 hours later. It was reported the cause of death was cerebral hemorrhage. The date of death has not been provided. The user facility stated it is unclear if nxstage therapy was related to the event. Additional information has been requested from the user facility.